Event description:
It was reported that the patients seizures have increased and he is having difficulty walking and body weakness due to the seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently did not report the replacement. D6b. Corrected information, initial report: inadvertently did not report the explant date. F10. Corrected information, initial report: inadvertently did not report the replacement. H6. Corrected information, initial report: used incorrect product disposition code.

Event description:
The patients generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.